Event description:
It was reported that the wake button is still extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to power on pump, then agreed to replacement when issue persisted, planned to continue using current pump until replacement arrived.